Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with the arrhythmia alarms as they were not activated in the configuration of the monitors already installed at the customer site. The arrhythmia monitoring was included in the newly installed monitors, but not in the monitors previously installed. The configuration was discussed again with the customer and the device was equipped with the latest configuration. The customer¿s issue was resolved by installing the latest configuration.